Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and found fluid on the front and back of the display. The service engineer informed the respiratory therapist not to use saturated wipes to clean the ventilator. The service engineer downloaded the software onto the customer purchased graphic user interface central processing unit. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.